Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 37 mg/dl yesterday. Customer was able to treat her blood glucose and declined troubleshooting for the low blood glucose level. Customer stated her meter reading was not going to the pump. Customer was able to turn the meter on and found that her pump communication feature was turned off. Customer was advised to turn it on. Customer was able to check her blood glucose and the reading did transfer to the pump.